Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retains. Source: phone.

Event description:
Customer reported inconsistent flu results for one symptomatic patient. The first test showed positive flu a and the second showed positive flu b as the health care provider believed the patient was positive for flu. No confirmation testing performed.